Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Additionally, ra lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.